Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup battery failure. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer stated that the backup battery issue was observed during department maintenance. A repair was requested. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response received from the authorized service provider (asp), it was stated that the device's diagnostic report (drpt) was not available. The asp stated that the hospital equipment department replaced the backup battery, and it was then confirmed that the device was returned to full functionality and placed back into use.